Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm it was observed that cardiosave hybrid, intra-aortic balloon pump (iabp)¿s safety disk replacement was due to exceeding the 6000000 cycles, safety disk had out of box failure. Safety disk failed leak test 3 times. No harm or injury to the patient was reported.